Manufacturer narrative:
Expiration and lot unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it was reported patient lawyer is claiming for compensation: patient suffered a fall on (B)(6) 2018. Fracture of femur. Surgical intervention on (B)(6) 2018. A lcp-dhs-plate 10-l 38/188 mm plus an unknown amount of corticalis screws were implanted. X-ray dated (B)(6) 2018 showed no anomalies, no secondary fracture dislocation, no luxation was observed. A fall/trauma was not reported. In (B)(6) 2018 patient suffered pain. X-ray dated (B)(6) 2018 showed a fracture of plate. Revision on (B)(6) 2018. Since this time patient is able to move only with help of a wheelchair. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Picture review: the narrative could not be confirmed from the provided picture. Due to the quality of the picture the reported problem could not conclusively be confirmed device history lot : part: 02.224.230, lot: 2675890, manufacturing site: bettlach, release to warehouse date: 17. Dec. 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Updated data-b6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.